Event description:
It was reported that during an unknown procedure, the bronchofibervideoscope displayed numerous broken optical fibers. Due to this issue the procedure was prolonged by less than thirty minutes. Despite this finding, the procedure was completed with the same device. No patient harm was reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reported failure of numerous broken optical fibers was confirmed due to the image guide bundle had significant breakages. Based on the results of the investigation, the most probable cause of the discovered damage is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.